Event description:
It was reported by the customer that during routine check, the cardiosave intra-aortic balloon pump (iabp) switched wtih a beep,"code10" displayed and english language set. There was no patient involved.

Manufacturer narrative:
Due to character limitation in e1: full initial reporter name: (B)(6). A getinge field service engineer (fse) says device no longer holds the date and is in english with code 10 loss of calibration. On cardiosave fse replaced nvram because the device no longer keeps the date in memory. Fse did recovery of machine log, complete configuration and all histories. Disassembly of device cover. Disassembly of nvram present ok. Installation of new nvram ok. Power on ok. Device set to french, set to the date and time of day, with good config ok. Device calibration ok. During the pause, leave the device off the mains and off the batteries when returning the date and time are still present and good ok. Functional test ok. Unit returned to customer.